Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. Based on all the information provided to resmed and a review of the therapy data, there is no evidence to suggest the device contributed to the patient¿s death. Resmed reference #: (B)(4).

Event description:
It was reported to resmed japan that a hospital patient expired while using an s9 autoset cs-a vpap device. Per the reporter, the hospital staff does not suspect a failure of the device caused the event.